Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service with a brand new set on (B)(6) 2020, the sales consultant went to show the staff how the drill guide engages with the screwdriver. It was discovered that the inside of the drill guide was smooth. The other three in the set work fine. There was no patient involvement. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 1). This report is for a 2.8mm threaded guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.133.004. Synthes lot: h887358. Supplier lot: h887358. Release to warehouse date: april 01, 2020. Supplier: paragon medical. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 2.8mm thrdd guide f/ 3.5mm scr va and lcp was returned and received at us customer quality (cq). Upon visual inspection, there were no issues identified with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Dimensional inspection: a dimensional inspection was performed on the returned device. The inner diameter of the device was measured to be within the specification per ddrawing. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed 2.8 mm threaded drill guide for 3.5 mm locking screws. Investigation conclusion the complaint condition was not confirmed for the 2.8mm thrdd guide f/ 3.5mm scr va and lcp. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.